Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information has been requested from the provider. If additional information is provided, a supplemental report will be submitted. The diamondback coronary orbital atherectomy device instructions for use states that perforation is a possible adverse event which can occur with use of the diamondback coronary orbital atherectomy device. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device was selected for treatment of a de novo lesion with severe eccentric calcium in the proximal to mid left anterior descending coronary artery (lad). During the procedure, a perforation occurred. The physician expressed doubt that the wire bias of the oad led to the perforation. A covered stent was placed to resolve the perforation, and the patient status was satisfactory following the procedure.